Event description:
The article, "percutaneous antegrade retrieval of an atrial septal occluder dislodged into the left ventricle", was reviewed. The article presented a case study of a 76-year-old female patient with an atrial septal defect (asd) measuring 2.0 x 2.5 cm with deficient retro-aortic rim. It was reported that on an unknown date, a 24mm amplatzer septal occluder was chosen for implant. One-month post-procedure, the device was found dislodged into the left ventricle (lv). A decision was made to explant the device via transcatheter snare. A reassessment echo measured the maximal asd at 27mm. A 32-mm amplatzer septal occluder was successfully implanted. Echocardiography at 3 months demonstrated stable device positioning, absence of residual shunt, and trivial mitral regurgitation. [(B)(6)].

Manufacturer narrative:
As reported in a research article, percutaneous antegrade retrieval of an atrial septal occluder dislodged into the left ventricle. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature review: percutaneous antegrade retrieval of an atrial septal occluder dislodged into the left ventricle.